Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad cover was detached and all keypad buttons were unresponsive. It was reported the damage occurred prior to the response issue. The reporter estimated the keypad cover detached 1 year prior to the date of complaint. The reporter noted the keypad buttons were intermittently unresponsive 2 weeks prior to the date of complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn and peeling. Evaluation revealed all buttons were unresponsive. Evaluation revealed that all keypad buttons were unresponsive. There was evidence of keypad contamination found under the contrast key contact. The keypad flex cable was found to be damaged. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. There was no evidence of damage or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Returned to manufacturer on 05/20/2014.